Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was not implanted due to oversensing in the ventricular channel during the attempted implant procedure. Another device was implanted with no patient complications being reported to cpi.